Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted: that the distal end of the cannula was cut and disengaged. The bubbles on the silver sleeve are a normal part of the function of the device when the silver has been dissolved. A functional evaluation found that which included submerging the catheter into a water bath. The end was clamped, and a syringe was used to inject air to observe leakage. No air bubbles were present. Both extensions were tested with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut and disengaged cannula may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the catheter fell out of the patient after the sutures had been removed. And there were bubbles on the silver ion sleeve. The sutures on the securement wing had been removed as a protocol, and new catheter was inserted to resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the catheter fell out of the patient, and there were bubbles on the silver ion sleeve. A customer reported the sutures on the securement wing had been removed, and new catheter was inserted to resolve the issue. There was no patient injury.